Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 83% stenosed, 2.7x49mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilation of a 2.5x15mm balloon catheter, a 2.75 x 48mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the distal stent was deformed. The procedure was completed with a different device. No patient complications were reported and patient status was stable.